Event description:
Healthcare professional reported that pt was injected with two syringes of juvederm voluma xc in the cheeks and temples. The packaged needle was not used. One month after injection the pt presented with "swollen cheeks and temples". Pt was reported as having an initial culture of the swelling performed which was negative for any bacteria. The healthcare professional subsequently reported that there was "bilateral infection" which has been "lanced and cultured," but that the culture had not yet been completed. Treatment of symptoms was reported as "aggressive antibiotic therapy" administered orally and intravenously. Symptoms were ongoing at the time of the report.

Manufacturer narrative:
The reporter has declined to provide allergan further info regarding event, product, or pt details. The events of "swollen cheeks and temples" and "bilateral infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.